Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 256 mg/dl vomiting, chest pain, rapid and deep breathing, and extreme thirst. It was reported the patient was treated in an emergency room and was hospitalized, receiving unspecified treatment. The reporter noted they remained on pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that a replace cartridge alarm occurred on (B)(6) 2015 at 06:20; deliveries resumed at 09:10 when the cartridge was replaced by the user. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to use error.